Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Following insertion of the impella sheath into the left femoral artery (lfa), the patient sat up, resulting in a dissection of the external iliac artery. Alternate access was obtained in the lfa and a stent was placed to manage the dissection. The staff then attempted to balloon the the proximal left anterior descending (lad) coronary artery and the patient experienced ventricular fibrillation arrest. The impella pump was then placed through the right femoral artery and a stent was placed in the lad. The patient's hemoglobin had dropped following the events and three units of packed red blood cells were transfused. It was believed that the patient's condition had worsened as a result of the delay. The patient subsequently passed away later that day. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿. Caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation). Physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torqueing the impella, adjustments should be performed under imaging guidance.¿.